Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during internal fixation surgery, one (1) 4.0mm long ao pilot drill broke while drilling for the proximal screw, a second (2) drill bit from the set was used and also broke. The surgeon then resorted to a reconstruction locking system. It was noticed that the drill bits were hitting the nail and causing breakage. Both tips were not removed from the patient. The reconstruction mode was performed without problems and the case was completed. It is unknown how was completed and if there was any delay.